Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted that imaging was difficult. One clip was successfully implanted. To further reduce mr, an additional xtw clip was inserted and advanced into the left ventricle (lv). However, while in the lv, the clip became caught in the chordae. Troubleshooting was performed and the clip was successfully removed from the chordae. However, it was observed that a chordal rupture occurred. After the clip was removed from the chordae, it was observed that one gripper was not functioning as intended. Therefore, the clip was removed and replaced. Upon removal, it was observed that one of the grippers lines had disconnected. One clip was then implanted, mr remained at a grade of 4. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported detached gripper line and single gripper actuation issue was confirmed via returned device analysis. The reported difficult to remove from anatomy and difficult imaging could not be replicated in a testing environment. Additionally, the gripper cover was observed to be frayed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the reported single gripper actuation issue is a cascading event of the reported detached gripper line. The investigation determined the detached gripper line to be related to a potential product quality issue. This complaint is within the scope of an exception as the complaint description and device code match the specific issue described in the exception. Therefore, exception (issue) 130421 and exception (action) 135842 are referenced. The investigation evaluated the reported issue, and the engineering group identified the likely root cause to be manufacturing variability at the supplier. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices. The observed frayed gripper cover was not reported and likely due to post-procedural handling. The reported difficult imaging was due to patient anatomy. The difficult to remove from anatomy was due to procedural circumstances. The reported tissue injury was a cascading event of the reported difficult to remove anatomy. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances.